Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that backflow was observed on a clearlink duo-vent continu-flo solution set. The reporter stated the piggyback medication flowed up into the set&#38112;primary line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Corrected response to "device available for evaluation?" To "yes." The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Backflow testing was performed and passed successfully with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.